Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had fainted due to pacing inhibition. A device check revealed non-capture at maximum outputs in both bipolar and unipolar configuration, and the rv pace impedance measurement was 1,500 ohms. Fluoroscoping imaging showed little change in rv lead position, however a computer tomography (CT) scan revealed rv lead perforation with suspected blood loss due to appearance of a large white artifact on the CT scan. The pocket was reopened two days after implant, and no cardiac tamponade was noted. The rv lead was explanted and replaced, with no complications. No additional adverse patient effects were reported. The rv lead is not expected to be returned for analysis.